Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed selftest error. The customer's blood glucose level was unknown. The customer reported that they were able to clear the alarm but not able to rewind the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed a64 during self test. Problem isolated to rf board. Device passed displacement test, rewind test, basic occlusion test,prime or a33 test, excessive no delivery test, occlusion test, a21 error test, off no power test and all operating current test.